Manufacturer narrative:
Concomitant medical products: c6tr01 ipg, implanted: (B)(6) 2017.

Event description:
It was reported that the patient experienced diaphragmatic stimulation, described as a ¿kicking¿ sensation at the left side of the navel since the device implant. A device check was performed and the left ventricular (lv) lead output was reduced. The lv lead remained in the lv ring to can pace polarity as diaphragmatic stimulation was noted in all other configurations. The lv lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.